Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, trailing haptic jammed between plunger and cartridge. Additional information has been received stating that the lens was injected into the eye before it became apparent that the trailing haptic was jammed. The lens was eventually freed from the injector and placed in the capsular bag. It was not removed from the eye. There was more wound and ocular manipulation than necessary, prolonging surgery and likely causing increased inflammation and slower recovery, though the patient continues to recover without long-term complications.